Event description:
Boston scientific crm received info that this implantable right atrial pacing lead exhibited loss of capture. A chest x-ray revealed the lead had dislodged. The lead was successfully repositioned. To date, there have been no reported patient symptoms associated with this clinical observation.